Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports one patient sample generating an architect tsh assy result of 2.7181 uiu/ml on an architect i2000sr analyzer. Back on (B)(6) 2015, this same patient had generated architect tsh results of 2.5049 and 2.4652 uiu/ml under sid (B)(4). The current sample was also tested on the centaur platform and generated a result of 12.11 uiu/ml. So the sample was retested the following day and generated an architect tsh result of 2.9193 uiu/ml, a centaur tsh result of 12.88 uiu/ml and a roche tsh assay result of 12.24 uiu/ml. A new sample was collected from this patient (B)(6) 2016 and tested for tsh on the same three platforms with results of 3.59069 on the architect i2000sr analyzer, 13.71 uiu/ml with the centaur tsh method and 14.98 uiu/ml on the roche platform. This customer also generated a centaur free t4 result of 1.1 pmol/l. The customer recalibrated the assay and tested the initial sample from (B)(6) 2016, generating architect tsh results of 2.9054 and 3.6181 uiu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed using in-house retained reagent packs of architect tsh assay lot 63281ui00 and internal testing panels. All results met specifications indicating acceptable performance of this assay lot. Patient sample was provided by the customer and dilution linearity and heterophilic blocking tube (hbt) testing was performed to determine if a potential interferent is present in the patient sample. Results indicated that an interferent is present in the patient sample. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect tsh assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was for a single discreet patient sample, which testing showed to contain interfering substances.